Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who had a system error 2367 (resume error, critical error found) alarm on the homechoice during fill 1 while the patient was connected. There was nothing unusual noted that would cause or contribute to the alarm. The patient completed therapy by starting over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.